Event description:
A us distributor contacted zoll to report that a patient developed a open wound/digging into skin under the lifevest equipment. Patient described the area as a small round area about the size of the pinky fingertip, that is opened, dry, flaky, red and painful blisters. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse began treatment for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.